Event description:
It was reported that the site wanted to determine if no external power alarms were a result of user error or mobile power unit (mpu) issues. Log files were sent for review, and it captured on 22mar2025, 27mar2025, 31mar2025, a series of no external power events. This was caused by power to the mpu being briefly interrupted. The mpu had a v-lock connector on the ac power cord. The mpu did not come loose at the wall outlet or the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu would remain in service.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of no external power alarms were confirmed via the provided log file. The log file captured no external power alarms on 22mar2025, 27mar2025, and on 31mar2025 while the mobile power unit (mpu) was in use. The first and third alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased. The second alarm appeared to have been caused by the voltage within both power cables dropping below the alarm threshold. Each alarm resolved within a few seconds when power was restored to the system, and the pump operated as intended throughout the data. The mpu (serial number (B)(6)) was not returned for analysis. Available information indicates that the mpu remains in use. The root causes of the observed losses of ac power and no external power alarm were unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/no external power conditions and yellow wrench alarms. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.